Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device broke. The problem was connected to the junction between the suture and the needle. Another thread was used to complete the case. No patient injury incurred in the event. The device is expected to be returned for evaluation.